Manufacturer narrative:
The investigation was started but is not yet concluded. A follow up-report will be sent as soon as the investigation is closed.

Event description:
It was reported: during opening of the o2 cylinder smoke was emitted from the pressure regulator. No injury reported.

Manufacturer narrative:
The device was returned for investigation. Visual inspection revealed no nonconformities with the exception of a missing sealing ring. This sealing ring is intended to tighten the connection to the gas cylinder. After fitting a new ring to the pressure reducer the device was working well according to specifications. It could not be determined if the ring was already compromised/missing at the time of event or if it was destroyed by the thermal energy that was set free during the course of event. A device malfunction can rather be excluded as the root cause for the reported issue. However, the exact course of event cannot be determined due to unavailability of the sealing ring. In general, any leakage at the high-pressure side of the gas cylinder can lead to ignition of flammable materials due to the high flow velocity of the leaking gas. Thus, the applicable standard (B)(4) requires in clause 5.4.11 a testing of the resistance against ignition. The test was passed which confirms that the used materials will not ignite if being exposed to oxygen pressure shocks. Dräger concludes that only the presence of at least one contributing factor could have led to the reported event. These factors may include a pre-damage of the sealing ring or any other circumstance that causes a leaking of gas, presence of grease/oil/dust on the surfaces of the materials of the high-pressure side which introduces new materials that can ignite and too fast opening of the cylinder valve which produces an oxygen pressure shock. Related warning messages for all aspects are included in the IFU and incorporate commonly known safety advices for handling of compressed gases.

Event description:
Please refer to initial MFR. Report # 9611500-2016-00232.